Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (charger resets) has been confirmed. Upon investigation the battery charger/modem reset. The cause for the failure was contamination throughout the unit. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger and reported that it was resetting.